Event description:
During remote monitoring, episodes of post-paced t-wave oversensing and farfield r-wave oversensing resulting in inappropriate automatic mode switch (ams) were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.